Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the needle of three infusion sets fell out. When she was priming, insulin did not go through the reservoir. The customer was unable to push or pull the insulin out of the reservoir using the plunger. The insulin pump said there was an error. The device was not returned.